Event description:
The manufacturer received information alleging a ventilator was alarmed for circuit leakage. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional valve and 3-way solenoid valve were replaced to address the issue.